Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn:m365sc8216500, model:sc-8216-50, serial:(B)(6), batch:13783801, UDI: (B)(4).

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer taking a charge. It was also noted that the paddle lead had high impedances. The patient underwent a procedure wherein the ipg and paddle lead were replaced. The patient was doing well postoperatively, and the explanted devices were not returned.